Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found the condenser module was leaking. The fse replaced the condenser module, and unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
E1 address: (B)(6). E1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit loop leaked. There was no harm to the patient,

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a